Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2009; 407645, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the remote transmission diagnostic data measured differently from the device interrogation data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory noted under reporting of at/af.